Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer contacted philips healthcare to report that the front plastic bezel breakdown. There was no reported patient involvement.